Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels, elevated white blood cell count, and viral infection.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation is currently in process.